Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc161200/ 24043475, UDI: (B)(4). The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, aneurysm enlargement, conversion w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 5.5 cm in diameter and was implanted with gore® excluder® conformable aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2022, the physician reported that the patient had a persistent type ii endoleak and the aneurysm measured approximately 6.2 cm in diameter. The physician reported the device looked good. The physician based on the patient¿s age is planning to either open the patient and either remove the device off the lumbar's or remove the device and sew off the lumbar's and place an open graft. The physician reported this is in despite of nothing being wrong with the device, it hasn't moved. There is no type 1 endoleak type 3, no type 4. So not completely clear, there is no failure point the physician can see. Physician reports the patient has a very angled neck exceeding; or right at a 60 degree angle. On (B)(6) 2022, the patient underwent reintervention wherein they opened the patient, clamped the aorta above the device and converted the patient to open surgical repair and explanted the devices. No endoleak was able to be confirmed, the physician reported 4mm enlargement of the aneurysm. Patient tolerated the procedure. The explanted devices were discarded at the site.